Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to copious amount of black discolored tissue, black discoloration of the joint capsule consistent with metallosis and dislocation. (Left hip).